Manufacturer narrative:
Correction: b3. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. H3 other text : device was discarded by the facility.

Event description:
A report was received that during surgery an electrode was broken. Immediately after the surgery the patient experienced loss of motor function of the left leg and severe pain in the back along with incontinence. The lead was then removed and the patient is recovering.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. H3 other text : device was discarded by the facility.

Event description:
A report was received that during surgery an electrode was broken. Immediately after the surgery the patient experienced loss of motor function of the left leg and severe pain in the back along with incontinence. The lead was then removed and the patient is recovering.